Manufacturer narrative:
Corrected data: b5, e3updated data: b4, g3, g6, h2, h6, h10, h11

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) customer reported the unit does not turn on, the batteries are charged, and it emits a continuous whistle. There was no patient involvement as the unit was not in use.

Manufacturer narrative:
Additional information: the e1(event site postal code) is not added in initial emdr. The e1(event site postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, solenoid control board, motor control board, pneumatic module assy and fiber optic board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) customer reported the unit does not turn on and the batteries are charged. There was no patient involvement as the unit was not in use.